Event description:
It was reported that during use it was discovered that the needle was loose with an unspecified bd syringe/needle. The following information was provided by the initial reporter, translated from polish to english: there is no stable connection between the needle and the guide, which prevents the needle and guide from being moved without shifting during of the anesthetic into the subarachnoid space.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text: see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use it was discovered that the needle was loose with an unspecified bd syringe/needle. The following information was provided by the initial reporter, translated from (B)(6) to english: there is no stable connection between the needle and the guide, which prevents the needle and guide from being moved without shifting during of the anesthetic into the subarachnoid space.